Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) is part of an implanted system that displayed a high out of range shock impedance measurement.

Event description:
Subsequent information was received that this device has since been taken out of service due to an infection. No further information has been communicated and no return of product is expected. No other resulting adverse patient effects were reported and another boston scientific device was implanted.

Manufacturer narrative:
A request for additional information has been made. This report will be updated if and when additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.